Event description:
A diabetes nurse educator reported that a patient's blood glucose measured 6.2 mmol/l on the accu-chek performa system. At the time the result was obtained, patient was reportedly exhibiting hypoglycemic symptoms. Patient's blood glucose was reportedly retested, on a different device, with a result of 2.6 mmol/l. No information about treatment received, if any, was provided. The manufacturer requested the return of the suspect product and replacement product was shipped.